Event description:
The lay user/patient contacted lifescan and alleged that his one touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). The patient reported a result of 6.3 mmol/l (113 mg/dl) on the subject meter. A lab result of 64 mg/dl is also provided. However, the pt was unable/unwilling to the time difference between the two tests. He was taken to the hospital, but did not receive any medical treatment. At the time of troubleshooting, it was verified that this was not a new product. The pt was unable/unwilling to answer if the meter was previously set in the correct unit of measurement. The patient's medication regimen was not provided. A replacement meter was sent to the lay user/patient.